Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator touchscreen was not working. It is unknown if the patient was connected to the ventilator at the time of the event. The event date was not specified; estimate used.

Event description:
It was reported that the ventilator touchscreen was not working. There was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 28jan2019. Date rec'd by MFR: 25jan2019. Correction: event text; patient code. Additional information: other relevant history; concomitant medical products. Information was received that there was no patient harm. Reportedly, the lower part of touch screen wasn't working and the touch screen would not calibrate. The philips service engineer (se) inspected the device. The se replaced the touchscreen and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.